Manufacturer narrative:
Investigation of the sample revealed that a igm interference might have caused the questionable d-dimer result. Possible igm interference is described in product labeling. No adverse events were reported.

Event description:
The user received a questionable tina-quant d-dimer (d-dimer) result for one patient sample. The patient had a venous embolism three months ago and the d-dimer result at that time was 13,000 ug/l. After a three month anticoagulation period, the d-dimer result was 5000 ug/l although there was no clinical, nor ultrasound evidence for a residual thrombosis. The sample was sent to another hospital using the liatest on the stago platform. The d-dimer result was 246 ug/l. The sample was also tested on a point-of-care analyzer, pathfast, sysmex corporation, which gave a result of <500 ug/l. No adverse events were alleged regarding the issue. The d-dimer reagent lot number was 631582.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in the (B)(6).